Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# b)(4), implanted: b)(6) 2015, product type: lead. B)(4).

Event description:
The consumer reported the change in weather caused changes to her level of pain. There was shocking that occurred in (B)(6) 2015. The patient had the stimulator off for 2 weeks at 6.50 volts. When the stimulator was turned back on, the patient felt shocked. The patient turned the stimulator off and had some residual tingling that resolved after about 30 minutes. This was a sudden change in symptoms in the low back. The patient checked the device with the patient programmer, and it showed the stimulation was off. It was off because the patient turned it off. When the patient had the residual tingling, it felt like she was sitting on something gritty like whey you spill crumbs on a bed. It was also noted the patient had a sudden onset of pain that was occurring daily at the bra strap level on her back that occurred in (B)(6) 2015. Prior to the device being turned off, the patient had uncomfortable stimulation that was occurring daily that was related to positional movement. It was noted the patient lost 20 pounds and now the implantable neurostimulator (ins) protruded. It hurt to lay on her right side, to turn over and bump it. The pain from it woke her up. This gradually occurred at the ins site. The patient was going to call her pain management healthcare provider (hcp) and ask them to have a manufacturer's representative (rep) paged for her appointment on (B)(6)2015. There was no trauma, fall, medical test, or environmental exposure that could have been related to this issue. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that no steps were taken to resolve the issues with the implant protruding, shocking and pain. The patient reported that healthcare professional had told them to leave it in and to turn it up to high and try to live with it.